Event description:
It was reported that as lvp 20d 2ss cv tubing is bulging. The following information was provided by the initial reporter: bulging silicone segment. Bd pump alarmed - when the nurse checked the giving set to check the route a large bulge just below the upper hub of the giving set where inserted into the bd channel was noted.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: one 2420-0007, sample from an unknown lot number was received for investigation without packaging; residual fluid was present within the sample. Additionally a phebra 100 ml sodium bicarbonate IV bottle was received connected to the spike component to assist the investigation. A visual inspection of the 2420-0007, sample identified the silicone tubing had bulged near the upper pumping segment confirming the customer's experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing is bulging. The following information was provided by the initial reporter: bulging silicone segment. Bd pump alarmed - when the nurse checked the giving set to check the route a large bulge just below the upper hub of the giving set where inserted into the bd channel was noted.